Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by two different programmers, and application of a magnet did not produce any tones. There were no pacing beats identified on surface ECG within the patient's intrinsic rhythm. This device functioned appropriately at the previous office visit. The physician elected to explant and replace this device, and will return it to be analyzed for premature battery depletion. It is unknown at this time if the patient experienced any symptoms associated with this incident.